Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion; guide cath: taiga sl3.5 6f. The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A cine of the procedure was returned and reviewed by a clinical specialist. The reviewer noted that there was a significant lesion in the proximal left anterior descending artery (lad) with a clot and an aneurismal bulge at the very proximal end of the vessel. Thrombectomy was first performed and a stent was positioned over the proximal lesion. The distal section of the stent was positioned distal to the distal delivery system marker where it was deployed. The system balloon appeared to be fully expanded; however, post-deployment showed distal coning of the stent, confirming the reported complaint. Post-dilatation was then performed to fully expand the distal stent edge. Potential factors that can contribute to difficulty deploying the stent (stent movement) may include, but are not limited to, improper or inadequate crimping at the time of manufacture, pre-dilatation strategy, patient anatomical/lesion morphology and patient disease state, placement of the stent within lesion, or inflation technique. Although the vision was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The lesion was also characterized as moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. In this case, it is possible that the stent became disrupted on the balloon at some point such that upon inflation, the stent moved distally and was not able to fully be deployed, although this cannot be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported for difficulty deploying the stent/stent movement upon inflation from lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported difficulty deploying the stent/stent movement cannot be determined. All stent delivery systems are inspected damage during the manufacturing process. Additionally, a sampling of units is destructively tested prior to release to verify proper stent deployment.

Event description:
It was reported that during a procedure of the concentric, 99% stenosed, proximal left anterior descending artery, post intravascular ultrasound (ivus), the 4.0 x 23 mm vision was advanced and an inflation attempted at 10 atmosphere (atm) for 10 seconds. It was noted during angiography that the stent had moved distal on the balloon and was partially dilated but only covered a third of the lesion. The stent balloon was exchanged to a 3.5 x 15 mm voyager nc and inflated at 16 atm for 10 seconds followed by an additional inflation with a 4.0 x 14 mm voyager nc at 20 atm for 10 seconds. There was no reported resistance during the deployment of the 4.0 x 23 mm vision. No additional stent was used in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.